Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: significant amount of metallosis throughout the hip with a significant amount of metal debris; significant amount of synovial fluid; metallosis type tissue throughout the hip; significant amount of dehiscence and complete loss of the posterior capsular tissue; significant amount of corrosion on the head and neck; dead and necrotic looking tissue.

Event description:
Update: medical records received (B)(6) 2013. Revision operative report for right hip indicates the following: significant amount of metallosis; significant amount of synovial fluid; significant amount of dehiscence and loss of posterior capsular tissue; large capsular rent; metal affected and diseased tissue; corrosion noted on taper; significant amount of corrosion and black wear noted within the head; dead and necrotic-looking tissue; metallic debris. Both the adapter sleeve and femoral head for the right hip have been added to the complaint.

Event description:
Litigation papers allege, the patient suffers from pain and injuries of a permanent nature.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Sales rep reported revision surgery on right hip due to pain, high metal ion levels and osteolysis. Surgeon decided to leave the asr shell implanted.